Event description:
The customer observed reproducible, lower than expected, vitros tsh results (2.6, 2.7 miu/l) obtained from a single patient sample processed on a vitros 3600 system, when compared to a result of 22.9 miu/l obtained from a non-vitros system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside the laboratory; however, a corrected report was issued to the physician. There was no allegation of inappropriate action taken resulting in patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from a single patient sample. The investigation could not determine a definitive root cause. However, an unknown sample interferent cannot be ruled out as a contributing factor. There was no evidence that the vitros 3600 analyzer or vitros tsh reagent had malfunctioned.